Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-apr-2026, a distributor reported via email that during a root repair procedure performed on (B)(6) 2026, the tip of an ar-2324kbcc biocomposite knotless swivelock anchor cut the fiberlink suture while tensioning, prior to the anchor being screwed into bone. The distributor stated that the tip of the knotless swivelock appeared to have metal exposed, which may have contributed to the suture being cut. The issue was identified intraoperatively. No patient injury or adverse patient outcome was reported. Additional information was received on 13-apr-2026: during the procedure, one ar-7258 0 fiberlink and one ar-7258t 0 tigerlink were used with an ar-2324kbcc biocomposite knotless swivelock anchor. During intraoperative tensioning, both sutures were damaged at the point of contact with the swivelock anchor tip. No additional areas of damage to the sutures were observed. The exposed metal at the anchor tip was first identified during tensioning; the anchor was not visibly damaged prior to use. No component of the swivelock anchor broke or fragmented, and the anchor had not yet begun being advanced at the time the sutures failed. No other sutures or device components were affected during the procedure. The damaged sutures were not removed from the patient. The surgeon created another drill hole, further proximal on the tibia, to gain additional length and complete fixation with a different anchor. The initial implant was not used, and the procedure was completed using a replacement ar-2324kbcc biocomposite knotless swivelock anchor. The surgery was briefly delayed by a couple of minutes. No additional anesthesia was administered. No adverse patient effects were reported during or following the procedure.